Event description:
A 1.6 gomco clamp did not secure tightly but it was not apparent until the clamp was further evaluated after the procedure. Arterial bleeding resulted from equipment failure. A 5-0 vicryl was placed around each vessel by the attending physician.